Event description:
Additional information was received indicating the patient presented in clinic and reprogramming was performed with the assistance of technical support. The bluetooth (ble) was able to be reestablished to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and recommended further investigation via an additional in clinic follow up. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.